Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the calcified and severely tortuous left common iliac artery. This 8.0 x 40/135 (4f) sterling balloon catheter was selected for pre-dilation. The balloon ruptured at 4atms upon the 1st inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.